Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient suffered from staphylococcus infection. The patient's pacemaker, atrial lead and right ventricular lead were explanted. The patient was stable and will continue to be monitored.